Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: screw was broken during insertion, therefore not considered implanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Patient¿s age is reported as 50¿s. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during insertion, the screw head got broken at the head before it reaches the plate and the screw shaft was left in the patient's bone. The operation was finished with 5-minutes delay. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: our investigation has shown that the screw is broken as reported. The breakage is on the last pitch of thread located at the head of the screw, including traces of blood in the connection and all over the screw. This observance is indicative of too much mechanical force resulting in breakage. The part was manufactured to specification in december, 2013. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication of a product fault. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.